Event description:
It was reported that during the patient's last pump refill a volume discrepancy occurred. The expected residual volume (erv) was 33ml and the actual residual volume (arv) was 37ml. Following the refill the patient experienced a decrease in pain relief. A catheter dye study was performed and results showed an intact catheter, patent with good cerebrospinal fluid (csf) return. The pump and catheter were replaced. The patient outcome was reported as recovered without sequelae. The device system was used to deliver dilaudid. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found.